Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported failure to deflate the balloon. A search of the complaint handling database was performed and there were no other similar complaints identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. The stretching and wrinkling may have occurred during use while positioning the balloon in the narrow and mildly calcified lesion; however, this could not be confirmed. The investigation was unable to determine a cause for the reported deflation issue; however, there is no indication of a product quality issue related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow and mildly calcified de novo lesion in the distal tibial artery. A 2.0x20mm armada 14 otw balloon catheter was prepped outside the anatomy with a contrast mix of 50-50. The balloon was inflated one time; however, it failed to deflate after negative was held for more than 5 seconds. The balloon catheter was pulled out of a 5f sheath inflated; however, no damage to the arteries was noticed. The procedure successfully proceeded as normal. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.